Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there were tube extenders with molding defects that can be used' this event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "tubes melted with indent near the cap of tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-06. H6: investigation summary: bd received samples and photos from the facility for investigation. The samples and photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there were tube extenders with molding defects that can be used' this event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "tubes melted with indent near the cap of tubes."